Manufacturer narrative:
Date of event is an estimated date based off what was reported as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together with the rotawire inside the device with the burr on the wire. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is broken/separated from the burr. The coils are unwound and stretched 6cm from the distal end of the separated coil. The rotawire was removed from the device and the burr was removed from the rotawire; the rotawire was sent to coyol cis. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr broke. A 1.75mm rotalink plus was noted jammed and became broke. No patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off what was reported as the exact event date was not reported.

Event description:
It was reported that the burr broke. A 1.75mm rotalink plus was noted jammed and became broke. No patient complications were reported.